Event description:
While traveling down hallway, ventilator went into inop condition with pt in wheelchair. No pt complications occurred. Condition reappeared approx 1.5 hrs later. Unit removed from svc for evaluation.